Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, not irrigating the incision site, not using antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows x-rays were not taken after the procedure to confirm device positioning. This may have contributed to the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is non-compliance to the IFU as the device position was not confirmed after the procedure (user error - clinician.)

Event description:
The patient reported one of their stimulators was sticking out of their skin. The device was explanted on (B)(6) 2021 and no further issues have been reported.